Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer completely failed and displayed the message 'device not detected on bus'. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer's main 2.1 and 2.2 were not detected on the bus. A field service engineer reseated all cables at the back of the drawers. All cubies were removed, and debris was cleared. The pyxibus cable was also reseated. Diagnostics were run on both drawers and all tests passed successfully. The customer then opened the drawers in the storage space and confirmed there were no further issues. The system functioned as intended after the field service engineer repaired the device.